Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in refractory peritonitis. The breach in aseptic technique was further described as failure in aseptic technique. The peritonitis was manifested by cloudy effluent and abdominal pain which occurred 14 days prior to the peritonitis diagnosis. The same day as the initial symptom onset, the patient was treated with vancomycin (intraperitoneal, discontinued after 20 days) and amikacin (intraperitoneal, discontinued after 13 days) for the event. The patient was hospitalized 14 days after the initial symptom onset and began treatment with meropenem (intravenous, discontinued after 6 days) for peritonitis. Three days after peritonitis diagnosis, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was discharged and was recovered from peritonitis six days after hospital admission. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.